Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, it was reported that a cartridge did not fit onto the pump. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.